Event description:
While the doctor was performing a robotic supracervical hysterectomy using pk forceps, during the procedure, he lost control of the instrument jams. The instrument was removed and inspected and loose wire was discovered. The instrument was replaced with a new one.